Event description:
Boston scientific received information that this pacemaker was interrogated at the begriming of this year and had a magnet rate of 100 at that time. The device is now at end of life (eol) and is pacing and sensing in the ventricle and response to sensing is programmed to inhibit pacing (vvi) at a rate of 50 beats per minute (bpm). A technical services (ts) consultant was contacted regarding this issue and indicated the device will continue to try and pace at 50 bpm but output will continue to drop as the battery depletes further until there is no capture. The field representative indicated the patient will likely stay in the hospital until a new device is implanted. Ts requested that the device be returned for analysis. The field representative indicated he is unsure he will be able to obtain the device after explant as we do not have a contract with the facility the patient is at.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.